Event description:
Nurse called to report a hospitalization due low blood glucose. The blood glucose reading at the time of the event was 25 mg/dl. Customer had stated that the insulin pump stopped working and no longer alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.